Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified that the ventilator has a graphical user interface (gui) reset in the diagnostic log. The gui cable was found to be worn. The gui cable was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator became inoperable during patient use. Although requested, it is unknown if the patient was transferred to another ventilator at the time of the event occurred. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.